Manufacturer narrative:
Follow-up # 1 date of submission 10/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The investigation was unable to be performed due to a blank screen at power up. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads and at the case seal below the bumper. There was visible rust inside the battery compartment. A leak test was performed and failed, indicating a battery compartment leak. The battery cap was observed to be damaged with stripped threads. It was unable to securely attach to the pump and the yellow o¿ring was visible. A test cap securely attached to the pump. Unrelated to the original complaint, a bad display flex was observed. Additionally, the display was clear and legible when tested with test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue and there was moisture/corrosion in the cartridge compartment. The reporter noted that the patient had experienced high blood glucose (bg) over 250mg/dl but less than 500 mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported power issue was not resolved with troubleshooting.